Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29-30 mg/dl. The cause of low bg was unknown. The customer fell twice because of the low bg and received third party assistance from an ambulance but did not provide how the low bg was addressed. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.